Event description:
Device malfunction: fractured stent. Symptoms/ae: in-stent restenosis. Time of malfunction/ae: onset in 2009, resolved approx three months later. It was reported that approx 14 months post a right internal carotid artery stenting procedure, on original date, during a follow-up ultrasound, the asymptomatic pt was found to have in-stent restenosis. Approx three months later, the stenosis increased to 90% in-stent restenosis. The pt returned the next day, for angioplasty. An angiogram confirmed the in-stent restenosis and also showed a stent fracture. A viatrac balloon was then advanced into the stenosed, fractured, stented area. After multiple inflations, the balloon ruptured. The balloon was removed intact and a second viatrac balloon was used to complete angioplasty bringing the stenosis down to 20% stenosis. The embolic protection device was removed and there was no noticeable debris in the filter. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). Removed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
Study event. The rx viatrac plus (lot# 9022551) referenced being filed under a separate medwatch report. Eval summary - the device was not returned for analysis. No anomalies to the catheter were reported during delivery system preparation and no stent related discrepancies were reported at the time of stent implantation. At mfg, the xact stent is 100% visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are also checked for defects such as cracks, pitting and poor electro polishing. The xact stent design in capable of withstanding extreme repeated loading conditions without experiencing strut cracking, breakages, or deformation per testing based on worst case conditions. Restenosis of the stented artery and stent fracture are known potential adverse events associated with carotid stents as listed in the xact instructions for use. Images from the procedure, revealed that there was a stent fracture; however, it was not clear whether it was circumferential. Several struts were broken and the stenosis just distal to the fracture was successfully treated with balloon angioplasty. Based on the available info, a definitive cause could not be determined to the reported stent fracture and the device relationship to the pt effects; however the event is likely to be related to circumstances during the case and does not appear as a product deficiency. It is possible that the occurrence of restenosis led to the stent fracture. Reportedly, the pt is a current smoker and has also gone through carotid endarterectomy (right 2003, left 2003) in the past. A review of the lot history record for the device associated with this incident revealed that the device met the acceptance criteria.

Event description:
Subsequent to the initial medwatch, additional information received indicated that the stent fracture is a type IV, complete transverse fracture with displacement. There was no additional information provided.